Manufacturer narrative:
Several attempts were made to obtain additional information from treating physician regarding the patient and the device. If additional information is received, a follow-up report will be submitted.

Event description:
We were informed on may 4, 2017 that a patient was treated successfully with a prostatic urethral lift procedure on (B)(6) 2017. Patient received four implants and was discharged without catheter. Possible aspirin use prior to procedure was reported, but it is unclear when the patient stopped medication. Late on (B)(6) 2017, patient reported loss of consciousness but did not report associated injury. CT scan demonstrated hematoma in his pelvis; relationship to pul procedure was not confirmed. The patient was treated with transfusion to address low hematocrit. Following angiography on (B)(6) 2017, embolization procedure was performed. On (B)(6) 2017, patient reported to be in good condition and was discharged. No additional intervention was required.